Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was insulin on the side of the cartridge. The customer reported that insulin may have been smeared from the outside. Reportedly, the customer was unable to verify a leak. The customer reloaded the same cartridge to address the event and insulin delivery was resumed. Blood glucose (bg) was 72 mg/dl for this event. Additionally, the customer reported hat the bg level was low earlier in the day. However, the exact value was not provided and the cause of the bg level was unknown. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg level.